Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. A cut into the insulation was found 36.5 cm distal to the is-1 connector pin, blood penetrated the lead in this region. The cut probably occurred during the surgery. Furthermore, the inner coil was found fractured and overrotated 2.5 cm distal to the is-1 connector pin. The damage most likely occurred during the extension or retraction of the fixation helix. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted after failed attempt to reposition lead due to helix would not retract. Patient had had a syncopal episode and vf with failed ICD shock, and during (B)(6) 2024 ep visit for cardioversion, dft resulted in three failed shocks. Should additional information be received, this file will be updated.